Event description:
The head lamp and box were turned on and connected to dr. The light was not as bright as it usually is. The tip of the light that goes into the light box was bubbled and there was a burning plastic smell.